Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that an alert for high, out of range hv lead impedance was observed. A chest x-ray was performed and no anomalies were observed. No other action was performed. The patient will be monitored with routine follow-up.